Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that they had a switch stop working. All beds and central nurse's stations (cnss) went to no communication. The customer rebooted the switch, and nihon kohden network team worked with them after that and found that the link from the stack ports were not communicating. After reseating the connection and rebooting the second switch; the link was restored, and the stack switch was communicating with devices was verified to be working. No patient harm was reported.

Event description:
The biomedical engineer reported that all central nurse's stations (cnss) were in comm loss with the connected devices due to a failed switch. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that all central nurse's stations (cnss) were in comm loss with the connected devices due to a failed switch. They rebooted the switch, and while troubleshooting the issue with nihon kohden network team (nk nt), they found that the link from the stack ports was not communicating. After reseating the connection and rebooting a second switch, the link was restored, and the stack switch was communicating with the devices, resolving the issue. No patient harm was reported. Investigation summary: the issue of communication loss was resolved after the nk nt reseated the serve stack port cables and rebooted the switch. There is no evidence of an nk device malfunction. The cause of the issue is likely related to either improper cable connection or a hung server. As evaluation of the reported device did not take place, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.